Event description:
The customer reported that the ventilator gave "circuit occlusion" upon start up and the ventilator failed the o2 tests. No patient involvement.

Manufacturer narrative:
(B)(4). The customer performed the calibration of the exp pressure transducer and re-checked the extended self test. Carefusion will evaluate the alleged failed part if returned to the MFR.